Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: australia. A colorectal surgeon was using the b. Braun needle doing hemorrhoidectomy when the tip of the needle broke off while he was suturing. The tip of the needle less than 1mm was lost either inside the patient or somewhere in the surgical field but it wasn't located. The patient has been informed that there could be some part of the needle inside them by the surgeon.

Manufacturer narrative:
Samples received: 21 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 21 unopened sutures for analysis. 10 sutures (needles) have been tested for bending strength and the results are 12.56 nxcm in minimum and fulfilled product specifications: 9.5 nxcm in minimum. 5 sutures (needles) have been tested for manual bending test at 90º on the tip. In this test, the needle is bent 90º and the tip should not broke. The 5 needles tested have not broken tips and no specific anomalies have been found. Reviewed the batch manufacturing records of the needles, the bending strength results during production process were 12.63 nxcm in minimum and fulfilled product specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The complaint is considered not confirmed by evidence of the samples tested. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.